Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure in the splenic artery, the technologist inadvertently kinked the end of the ruby coil pusher assembly upon removal from the packaging. The pusher assembly became kinked prior to use and therefore, the ruby coil was not used for the procedure. The procedure was successfully completed using new ruby coils.